Event description:
Bed bound [bedridden]. Reaction to it/excruciating pain [pain nos]. Swelling [swelling nos]. Fever of 100 [fever]. Case narrative: this case is cross linked to case (B)(4) (same patient). Initial information received on 13-aug-2018 regarding an unsolicited valid serious case received from united states via patient. This case involves an unknown age female patient who was bed bound, fever of 100, reaction to it/excruciating pain and swelling (latency: unknown), after the patient was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2017, the patient started receiving intra-articular hylan g-f 20, sodium hyaluronate with a single dose of 6 ml (with an unknown batch number) for bilateral knee pain. The patient wanted to know how long synvisc lasts and which one would be better for her to have. The patient said that she'd had the articular hylan g-f 20, sodium hyaluronate injection 3 times. The first time patient had no problems. On an unknown date in 2017, after unknown latency, after her second time she had a reaction to it: excruciating pain, swelling, bed bound, fever of 100 the second time. She had those symptoms for 6 weeks, each time. Final diagnosis was swelling, reaction to it/excruciating pain, fever of 100 and bed bound. Corrective: not reported for all events. Outcome: recovered/ resolved for all events. Seriousness criteria: disability for bed bound. A product technical complaint was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 22-aug-2018. Global ptc number and results were added.